Event description:
It was reported by the patient that the implantable cardioverter defibrillator (ICD) was beeping and would not deliver therapy. Follow up with the physician indicated the device had a long charge time, a charge circuit timeout, and a charge circuit inactive. It was noted that the device was at recommended replacement time (rrt). The device will be monitored and no intervention is planned. The device remains in use. No patient complications have been reported as a result of this event.